Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The filter board to vent engine harness connector was replaced.

Event description:
The hospital reported the preoperative checkout failed. There was no report of patient involvement.